Event description:
The customer reported that after they loaded a patient onto the patient support, the table top moved out to the service position. Philips service determined that the subframe service latch on the patient support had come loose allowing the sub-frame to free-float to the service position. Philips service confirmed there was no harm to a patient, operator, or bystander due to this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).